Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 02/10/2023, 02/17/2023, 02/24/2023, and 03/03/2023, to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) downloaded and reviewed the diagnostic report (drpta) and found an 1102 error (check vent: primary alarm failed) present. The fse disassembled and examined the speakers. A faulty cable connection was repaired and the fse performed the electrical safety and alarms tests. All tests were passed and he device was returned to service.